Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that computed tomography (CT) results confirmed that the patient had a parenchymal hematoma within their posterior medial left cerebellum with mild surrounding edema. The patient did not have hydrocephalus. A chronic infarct within the inferomedial right cerebellum was also noted. This was a new finding from a CT performed on (B)(6) 2020 (reported under MFR # 2916596-2022-00926). An additional chronic infarct was seen in the left parietal lobe. The patient was also noted to have chronic small vessel ischemic disease. The patient was noted to have poor international normalized ratio (inr) upon follow-up which may have contributed. The patient was monitored closely inpatient. No other treatment was noted.